Event description:
Report received from the USA stating that the device had foreign debris and was contaminated with oil and dirt. It is unk if the device was used in surgery. It is unk if injuries were reported. The date of the event is unk. It is unk if injury or medical intervention occurred. No add'l info was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is in process. When the investigation has been completed or add'l info becomes available, a supplemental MDR will be sent. Ref: (B)(4).